Event description:
Boston scientific received information that during a routine device change out procedure, the right ventricular rate/sense setscrew on this cardiac resynchronization therapy defibrillator (crt-d) was stuck in the down position. Numerous troubleshooting techniques were attempted without success. The rate/sense portion of this implantable defibrillation lead was cut in order to explant the device. A new right ventricular (rv) lead was successfully implanted and the device was successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.